Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed the probable cause was identified as malfunctioning wash collar waste valve solenoids. The fse replaced both valve solenoids to resolve the reported issue. Information not provided by the customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported that their dxc 800 dxci clinical chemistry analyzer (pn a45857, sn (B)(6) generated erratic patient results on multiple cartridge chemistry (cc) assays (some low, some high, some zero) due to leakage coming from the reagent probe a. No erroneous patient results reported outside the customer's laboratory. Patient treatment was not affected. Quality control (qc) was within specification prior to the event. The customer did not provide patient data or patient demographics.